Manufacturer narrative:
This complaint is confirmed. Upon receipt the introducer sheath revealed multiple twisted folds. The distal tip of the sheath is jagged and irregular. The complaint incident could not be replicated in the laboratory setting. It appears, the introducer sheath has been damaged through use, however, at this time the mechanism of damage undetermined. A chr of lot# huuh1023 showed no other similar product complaint(s) from this lot number.

Event description:
During the placing of the device, there is a problem during the insertion of the trocar which began pleated on the skin. The doctor removed it but there is an air passage in intra-peritoneal. The procedure was stopped because of a pneumoperitoneum.